Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported that 2 adc devices detached prematurely, and one ended prematurely after 2 days of wear. The customer indicated that there was no adverse symptoms, and no third-party treatment was reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. The consumer reported issues with 3 freestyle libre 2 sensors, all with unknown serial numbers. This report covers all 3 sensors. All pertinent information available to abbott diabetes care has been submitted.